Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and occlusion alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 3g15 (315 mg/dl) while wearing the pod prior to it generating an occlusion alarm. The patient also reported being sick with rhinopharyngitis. The patient does not know what treatment they received while being hospitalized. Additional information was solicited, but unavailable. The patient was discharged on (B)(6) 2024.